Event description:
It was reported the device shuts off when powered on, even with a new battery. There was no patient involvement. It subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board).